Event description:
Account alleged that the hi/low runs up on its own until the hi/low lockout is activated. No patient impact.

Manufacturer narrative:
Technician asked account to isolate the right head and left head siderail cables and switches. Account ordered a power control board assembly and siderail cable assemblies. No further information on the repair of this bed is available at this time.